Event description:
The kion was first used in the surgical event on volume control and the "all alarms button" was activated to off by the anesthesiologist. The user then set the kion into standby mode to accomodate the surgical need of no lung movement. The pt ventilation was not re-initiated as a result of user error. About 15 minutes later, the pt demonstrated bradycardia, followed by cardiac arrest. The pt was successfully resuscitated and ventilation was restored. Siemens examined the kion and no defect was found.